Event description:
The radiofrequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head had intermittent telemetry and its e-field immunity test was out of specification, and therefore the head's cable was replaced and it then passed all functional and systems tests and no other anomalies were found. (B)(4).